Event description:
In 2008 at 1:51 pm, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/reporter alleging that the one touch ultra meter is giving inaccurate erratic readings. On six days later, this medical affairs specialist spoke with the reporter and obtained more info. On the same day at 1:30 am, the reported issue began while the patient was receiving medical intervention. The pt reported blood glucose results of "244, 96 and 93 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. At around 1:30 am, the reporter called emergency service and was advised to give the pt 5 mg of glyburide. The patient was given 5 mg of glyburide by the reporter and allegedly developed symptoms described as "shaky" at 2 am. The pt was not tested on any other meter at the time of concern. According to the reporter, she did not know whether to treat the pt based on the "244 mg/dl" or the "96 mg/dl and 93 mg/dl." The pt's symptoms did not abate until 7 am that day, 5 hours after the symptoms began. The reporter also mentioned that the pt's symptom of shakiness could be due to her parkinson's disease. The symptom of shakiness is further elevated when her blood glucose is either high or low. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the test strips and control solution are within the discard date and in good condition, the punctured area was clean appropriately, the samples were from approved test sites, and the meter was coded correctly. This complaint is being reported because the reporter indicated that the patient developed symptoms that might be related to abnormal blood glucose levels after the issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.